Manufacturer narrative:
This event occurred in (B)(6). The investigation confirmed this as a software issue as the software is not automatically adding (without performing alarm mapping) the "result status" flag when an instrument alarm is received. Additionally, the infinity software documentation does not provide details related to the required configurations that may be necessary for the "result status" to work as expected. A workaround was provided.

Event description:
The initial reporter complained of an issue with cobas infinity software version 3.02.03. A "result status" flag was not attached to a test result as an instrument alarm which could cause a test result to be incorrectly validated and released. There was no allegation that any patient test results were affected by this issue. The infinity software can be configured to automatically validate test results when they are received based on defined validation criteria. One criteria that can be defined is "hold with result status"; this means that if a result is accompanied by a "result status" flag, it should not be validated. It was expected that the "result status" flag was added to every test result with an associated instrument alarm, along with the instrument alarm. The investigation found that the "result status" flag is only added if every instrument alarm that could be received is mapped to the system alarm of "result status." The software allows for the configuration of mapping application alarms and system alarms, however, some mapping is done by default and some mapping requires additional configuration steps to be performed. For the "result status" flag to operate the way the customer expected, additional configuration mapping steps were required. The documentation that this additional action was required is not provided to the user.